Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. She was wearing the insulin pump at the time of the event. The insulin pump was removed at the hospital and the customer discontinued wearing it. The blood glucose reading was 960 mg/dl. The customer experienced diarrhea, vomiting, nausea and dehydration. The customer was treated with sodium pills and intravenous fluids and manual injections. The customer declined troubleshooting for high blood glucose.